Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was wondering if they should feel pressure in their bladder. The patient wondered if this could be a bladder infection and was advised to follow-up with their healthcare provider (hcp). Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.